Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a screw implant deviation. There was no reported impact to patient's outcome. Additional information was received. It was reported that there was no surgical delay to the procedure. The patient experienced numbing in the foot post surgery. The surgeon brought patient back into surgery after the original procedure to fix the misplaced screws. The screws deviated less than 3.5 millimeters (mm). It was thought it was roughly a 2 mm deviation.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no faults were found. There were no issues found during the check out and system was ready for use. Codes b01, c19, and d14 are applicable. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, the issue was not confirmed as the requested information was not provided. Previously reported code, b01, is applicable as well as newly reported codes, c20 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.